Manufacturer narrative:
Describe event, corrected data; initial MDR inadvertently omitted device history record review.

Event description:
Device history record was reviewed an showed that the device was laser routed and passed all specifications prior to distribution.

Event description:
The patient's device was explanted and the generator was returned and analysis was approved. The electrical tests performed in the analysis lab found that the device was measured at a voltage of 2.617 volts confirming that the device was at the ifi = yes condition. However, the memory locations revealed that 30.817% of the battery had been consumed. Due to this disparity, the pulse generator was opened and further tests were conducted. With the battery still attached to the circuit board (pcba), the voltage was measured at 2.54 volts confirming the ifi = yes condition. A visual assessment of the pcba showed contaminants on the trimmed edge of the pcba. The device failed several postburn electrical tests; however after the contaminants were removed from the trimmed edge of the pcba, the device passed all but two test which were failed due to the test software requiring updates. The contaminants on the pcba suggest probable electrical paths were established which contributed to the supply current conditions. The analysis therefore concluded that the contaminants on the pcba may have been a contributing factor to the ifi = yes. Therefore there is evidence that the battery is depleting faster than expected.